Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting that what led to the difficulty connecting and pain was an issue with the controllers. The patient was on their third controller, and although this one was new, they were getting more errors and disconnects than with the other ones. They patient hoped the implant in their butt worked better long term. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that since friday, he has had issues connecting to his ins to adjust his stimulation and turn it on or off. The patient reported that at one point it took 3 attempts to turn his stimulation off. The patient reported that he had a hard time connecting to his ins 2 times on saturday and 6-7 times on sunday. The patient reported that when he attempted to connect to his ins he received ¿looking for device¿ and ¿can¿t find device¿ 2 or 3 times and then he was able to connect. The patient reported that sometimes he would be connected and then he ¿suddenly sees the looking for device message.¿ the patient reported that sometimes he can connect when he held his controller far away and other times he couldn¿t connect when he holds his controller right next to his ins. The patient noted that he was unable to use his recharger because of the staples in him still, per his healthcare provider (hcp). The patient reported that he spoke with a manufacturer¿s representative (rep) on (B)(6) 2019 when he first started having issue connecting to his ins and she told him if he continued to have problems, to let her know. The patient spoke with the rep again and she recommended that the patient get a new controller. The patient reported that he was afraid that his controller would ¿malfunction at a critical time.¿ it was reviewed that the patient was newly implanted and could have internal swelling plus the patient wasn¿t able to use the recharger, so it was understandable that the patient would have a difficult time connecting. It was recommended that the patient troubleshoot the equipment in person. The patient reported that he was meeting with the rep on ¿friday¿ and the rep wanted the patient to have at least 20% battery in his ins for her to do the programming that she needed to do. The patient reported that he currently had 40% ins battery life. The patient was advised to turn off the ins to save ins battery. The patient reported that he already did and he was dealing with the pain. The patient reported that he was in severe pain because he can¿t charge. No further complications were reported. Information was received via a manufacturer's representative [rep] regarding a patient with an implantable neurostimulator (ins), and it was reported that the controller was not connecting to the ins. Removal and replacement of the lithium battery pack did not resolve the issue. Patient was issued a new controller. No symptoms were reported. There were no reported complications and no further complications were expected. Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient has had multiple issues with their ins since implant. They explained previously reported error messages such as 'no device found,' 'recharge,' etc. About 3 days prior to the call, the patient turned their controller and ins off before plugging the rtm into the controller, and when they put the rtm on the ins they got "lit up like a christmas tree"/shocked from the controller. The controller was stuck on 'please wait' with a green dot going in a circle, and resetting the battery pack caused the controller to work again. The replacement controller was not working as well as their previous controller and they still had the same issues with the replacement controller (error messages, device not found). It took 3 attempts to find the device with and without the rtm. The replacement rtm quit charging in the middle of a charge session and cannot find device when charging. The patient was not happy with their device and requested a brand new controller, not a re-furbished unit. No further complications were reported or anticipated. Additional information was received on 04-feb-2020 reporting the circumstances that lead to the difficulty connecting and pain were the error messages on the controller, and their surgery site got hot and still does. After getting a new controller, it was acting worse than their 1st controller. The controller was not reliable, they hoped the unit in their body works better, and they made an appointment with their hcp and rep. No further complications were reported or anticipated.